Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, g4, g7, h2, h6 and h10. As stated previously the reported event was confirmed by the dispatched field service engineer. In addition, an investigation was performed by the legal manufacturer based off of the information provided and confirmed the reported complaint. A review of similar complaints both at the specific facility and in general was performed with no similar complaints identified. This will be trended. A review of the IFU was performed and it was confirmed the IFU gives instruction to inspect the connector in chapter 3 prior to use.. No mishandling of the device could be definitively confirmed. A review of the DHR was performed and there were no issues found within the record associated to the reported event. 4. A review of service records and repair records was performed. No repair information for the past year for the product was observed. Conclusion: the cause of the event cannot be conclusively determined. The air leakage from the connector unit may have occurred due to either breakage or loosening of the connector. This in turn may have disconnected the connecting tube. Stress or an impact may have added to the connector loosening due to user handling, and the accumulated stress might have caused the breakage. We could not confirm any factor to cause the event from the product design nor the structure of the device.

Manufacturer narrative:
The device was serviced at the user facility. The right yellow connector was replaced while the oer was apart for the 4-year preventive maintenance. Equipment passed the electrical safety tests. Software attributes were verified and confirmed. The device was repaired according to regulations. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
During the preventive maintenance on an endoscope reprocessor, the olympus field service engineer noticed the right yellow connector was leaking air. No patient involvement or injuries were reported. No additional information has been obtained.